Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances/ manufacturing irregularities were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the surgical procedure and what were the indications for the surgical procedure? What was the specific structure that was being fired upon when the massive intra op bleeding occurred? Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? There was malformed staples. How was the bleeding controlled? The surgeon did oversewing on the staple line. How much blood was lost (ml)? 1 l. Did the patient require a transfusion? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the current status of the patient? Yes, the surgeon re-explored the patient, extended hospital stay and she took antibiotics postoperative. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was massive bleeding intraoperative from the first 2 reloads and even after the oversewing the staple line was still oozing. Procedure delayed by 30 minutes, successfully completed.

Manufacturer narrative:
(B)(4) date sent: 7/22/2022 additional information requested and the following was received: what was the surgical procedure and what were the indications for the surgical procedure? What was the specific structure that was being fired upon when the massive intra op bleeding occurred? - the operation was sleeve gastrectomy indicated for morbid obesity. - he was firing on stomach tissues.